Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device settings on (B)(6) 2009 were indicative of an interrupted system diagnostic test. It is likely that an interrupted diagnostic test occurred on the date of implant which caused an unintended change in the patient¿s device settings. No patient adverse events were reported.

Manufacturer narrative:
Review of the available programming and diagnostic history.